Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported that the health care provider (hcp) has had other pumps with resets occurring. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the types of pump resets were from stalled motors, ¿premature from 1-2 years¿, from corrosion. It was reported that the pumps did not go into safe rate after the resets and that the device/patient information was not available.

Manufacturer narrative:
(B)(4).